Event description:
A hydraulic hoyer lift "pump lift" was being used to transfer a resident from a chair to a bed. An employee began to pump up the hoyer lift, but it would not go up all the way. During the transfer, it was determined that the resident needed to be placed back in her chair due to the lift not being high enough to clear the edge of the bed. When the sides attempted to return the resident to her chair, the lift began to descend on its own and then tipped. The resident in question was not found to be hurt. The aides responded quickly and prevented any injury. The lift was immediately taken out of use. Due to its age and inability to determine who the manufactured was/is, it was decided to send the lift out for scrap metal rather than attempt to fix it. Diagnosis or reason for use: beginning date of use is unknown.